Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level displayed as "high". Although, specific value was not provided. Cause was not known. Customer administered a correction injection. As well as, performed a supply change to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.